Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient's father contacted lifescan (lfs) USA, alleging that the patient's onetouch verio2 meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the reporter was unable to be reached by phone for additional information. The reporter stated that the alleged power issue began at an unspecified time on (B)(6) 2016. The patient manages his diabetes with insulin (self-adjuster). It is not known what action, if any, the patient took in regards to his usual diabetes management regimen due to the alleged issue. During the call, the reporter confirmed the patient did not develop any symptoms however claimed the patient treated himself with an increased dose of approximately 6 units of insulin on (B)(6) 2016 at 3:00am due to the alleged issue. The reporter claimed the patient's blood glucose was tested every 2 hours on another device (verio) but was unable to confirm the "numerous" results obtained. At the time of troubleshooting, the csr noted the subject meter was being used for the first time and there was no indication of misuse to the device. The csr noted that based on the information provided, the subject meter's batteries did not need to be replaced. The csr educated the reporter on meter's behavior and auto-shutoff and alleged meter issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.